Event description:
Background: our organization's standard defibrillators on crash carts are zoll r-series defibrillators. These defibrillators are routinely used with zoll "onestep CPR a/a" disposable electrodes, which allow the defibrillators to perform a daily self-test while remaining in a "code ready" state. During a resuscitation event (code blue), the defibrillator failed to deliver a shock. The screen on the defibrillator read "defib pad short." Defibrillator failure was due to the electrode package being opened incorrectly, leaving the "self test pin" in place. Photos of the electrode package that was opened incorrectly and additional information is available.